Manufacturer narrative:
(B)(4). Additional information received: it was confirmed that the two cases in question were not leaks but bleeders. The last one reported was a bleeder in the proximal part of the jejunum resection for a gastric bypass. The bleeder was identified post op after they noticed blood in the drain. The patient was taken back and the bleeder was sewn intracorporally. No blood transfusion. White loads were used. No issues seemed to be present with device. The second to the last possibly was a bleeder in the jejunum. Same as above. The pa could not remember how the bleeder was identified post op, but believes it was also through the drain. White loads were used. No issues with the device are recalled. When the incident(s) were reported to me they were explained as leaks by the staff.

Manufacturer narrative:
(B)(4) date sent: 10/24/2016. Additional information requested but unavailable: what color cartridges were used throughout procedure? Was there any other stapling devices used during procedure? Were there any issues noted with device performance in initial surgical procedure? How was the leak identified? How was the leak addressed? What was the location of the leak? Was a leak test performed?

Event description:
It was reported that the surgeon made a comment that he has had to re-anastomose leak after a laparoscopic gastric bypass procedure. No additional information was available.